Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx-verify got delayed. A technical support specialist remoted into the machine and confirmed it was online, though some data was pending processing, restarted rx-verify within software settings and also restarted application service provider synchronization (asp), observed that data began processing successfully, advised the customer to retry once synchronization completed, and the customer was able to successfully place requests via rx-verify. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to request an rx verification delay as the feature was currently disabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.